Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no photo was returned for investigation. Investigation conclusion: the complaint is unconfirmed as no photo / samples received. Root cause description: a review of the past 12 months qn was performed. No qn related to reported defect was raised. The reported defect of this complaint cannot be confirmed as no sample was returned for investigation. Therefore the root cause cannot be determined. The complaint will be reopened when sample is returned. Rationale: no sample and no photo was returned for investigation. The complaint trend would be monitored.

Event description:
It was reported that the venflon pro safety 20ga 1.1mm od 32mm l experienced leakage during use.